Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: 3/30/2022. H6: component code: g07002: device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3: investigation summary: complaint sample not received for investigation. Five retain samples of needle mrn 0001493495 were retrieved for analysis. The needle retain samples were visually inspected for physical appearance, curvature, point, length etc, and attribute defects such as bend, cracked barrel, fins were found satisfactory and results were found to be meeting specification requirement. No defects were observed in the retain sample. The above analysis shows that there was no issue related to processing of the lot. All the values are within the limits. Related to: 2210968-2021-12985, 2210968-2021-12986, and 2210968-2021-12987.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During use on the patient it was noted that three foils broke while knotting. It is unknown if it was needle or the suture that experienced the breakage. Additional information was requested to confirm. There were no patient consequences reported.

Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: (B)(6) 2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please confirm if it was the suture or the needle the experienced breakage, at which point during the procedure did this occur? Please provide the name of the procedure. How was the procedure completed? Were there any delays to the procedure? Where there any patient consequences? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related to: 2210968-2021-12985, 2210968-2021-12987.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/06/2022. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 investigation summary: complaint sample: 1 unit of actual complaint sample foil along with zipper tray, lid, suture and needle received for investigation for code nw1326 lot t9051. The received complaint sample was checked against mentioned voc performance -breakage needle but same was not evident in complaint sample. Suture received in partially disintegrated condition; as the complaint sample received in open condition further investigation on complaint sample cannot be performed except visual inspection. The foil pack was inspected under a 10 x magnification for any damage and showed a multitude of wrinkles over the whole foil along with several pinholes at the top label side as well as on bottom cavity side of the packs were observed. Returned needle was inspected with 10x magnification and no defect was observed. Manufacturing records review: as a part of investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch card review, it has been observed that there was no issue related to processing of this incident lot. Retained sample evaluation: five retain samples of incident code nw1326 and lot t9051 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. As the complaint is related to suture breakage while knotting, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 2.840 kgf and value at the time of finished good release was found to be 2.299 kgf which meets the in-house average knot pull tensile strength requirement i.e. Nlt 1.891 kgf. In addition, needle pull-off test was performed over five retain samples to check the behavior of the swaging process. The average needle pull value of the retain sample was found to be 2.038 kgf and value at release was found to be 2.299 kgf which meets the average usp requirement i.e. Nlt 0.690 kgf. All the individual as well as average knot pull tensile strength values and needle pull test values of retain sample were found to meet the in-house specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. ¿the detected detachment of suture/breakage suture issue may have been observed due to ingress of humidity through the observed pinholes¿. The observed pin holes might have generated during improper storage and handling of the product. Hence the complaint could not be confirmed. The reported incident was one and isolated case for code nw1326/t9051. No other event was reported for same description from other parts of country. Considering above investigation adequate to address the reported complaint, this complaint is recommended for closure approval.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/09/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.